Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system did not boot up successfully. During troubleshooting, fse found issue was with ippc. Review of the log file showed that malfunctioning frontal ip-pc. Fse replaced ippc, os drive and configured the ippc. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that the failure was identified to be the hdd bay. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.